Event description:
It was reported that pump battery did not charge and charging connection remained unstable and not recognized despite use of different wall outlets, wall adapters, and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid shipping within 10 days, and technical support arranged replacement pump shipment after confirming shipping address.